Event description:
Two unopened bd 10 ml syringe leur-lok with bd precision glide needles 21gx1" tw (0.8mm x 25mm), were discovered sealed without syringe and needles inside. Reference report: mw5150861.